Event description:
The customer was hospitalized for high blood sugars. The customer lost the insertion device and was inserting sets manually. The customer refused to troubleshoot. The customer stated that the cannulas were bending and caused customer to have high blood sugars.